Event description:
A distributor in (B)(4) reported that a 900mr569 airway temperature probe "allowed the water to get really hot" and caused a high temp alarm on the humidifier. It was stated that the issue was resolved once the probe was replaced. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr569 airway temp probe was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. Attempts have been made to retrieve further info surrounding the complaint; however, no additional info has been received by fph to this date. Method: the complaint 900mr569 airway temp probe was tested per the technical manual. Results: the probe operated correctly during testing and the reported fault could not be replicated. A lot check could not be completed as no lot # was provided. Conclusion: no fault was found with the complaint probe during testing of the device. It is possible that the probe may have been loosely connected in the set up thereby generating an alarm on the humidifier. Our user instructions for breathing circuits include: "check all connections are tight before use".